Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized on (B)(6) 2019 due to hyperglycemia leading to diabetic ketoacidosis with blood glucose level of 501 mg/dl. The customer¿s other blood glucose level was above 469 mg/dl. The customer reported positive results in ketones test. The customer reported significant events leading to hospitalization like nausea, vomiting, abdominal pain, difficulty in breathing and fatigue. The customer was treated with intravenous liquid and insulin. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer does not was to continue troubleshooting for high blood glucose. Customer reports the infusion set cannula was bent. The insulin pump will not be returned for analysis.